Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported it seemed like it was not working, and they just put fresh batteries in, but when the patient put the antenna against the implant it showed a call your doctor screen power on reset (por). The patient noted this started on (B)(6). The patient noted he also had leakage on (B)(6). The patient noted he ¿twisted around trying to get in the back of a vehicle, but it wasn¿t a fall¿. The patient noted it was on (B)(6) before the por. It was unknown if the movement caused the por. The patient planned to follow up with their hcp. There were no further complications that have been reported as a result of this event.